Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent called and reported the insulin pump was alarming with an unexpected restart error every time a new battery was inserted. Customer's blood glucose was 113 mg/dl. The insulin pump was not stored or not in use for an extended period of time and the alarm was recurring during normal use. Another alarm was found in the alarm history. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.